Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. Both load cell 1 and 2 were replaced to remedy the fault. No physical damage was noted during visual inspection and power distribution board (pdb) is up to date. Review of the archive data indicated error messages (ua 07) occured on the customer reported event date of (B)(6) 2017. Functional testing was not performed due to ua 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering up of the device. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4), reported on (B)(6) 2015. The load cells were replaced to remedy this complaint.

Event description:
As reported, during shift check, autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer was unable to clear the error. There was no report of patient involvement.